Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 30 times that during use of a bd micro-fine ultra¿ pen needles 32g x 4mm (100 count), the needle was clogged. The following information was provided by the initial reporter, translated from dutch to english: nothing comes out when you spray 2 units away, the pressure builds up.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported 30 times that during use of a bd micro-fine ultra¿ pen needles 32g x 4mm (100 count), the needle was clogged. The following information was provided by the initial reporter, translated from dutch to english: nothing comes out when you spray 2 units away, the pressure builds up.